Event description:
Healthcare professional reported right side "capsular contracture baker grade 3", "the breast looked quite misshapen and when the replacement was done it was found that not only was there a capsule, but the implant had also flipped back to front" . The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d4, d.6b, g1, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown on unspecified side. The device remains implanted.